Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a motor error alarm during a prime. Customer's blood glucose was 350 mg/dl. Customer stated they had treated their blood glucose with 10 units of insulin by manual injection. It was also found the customer was unable to complete the rewind sequence on their insulin pump. Customer also mentioned their reservoir chamber smells burnt. The customer could not recall any significant events leading to the motor error alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.